Event description:
Device 1 of 2: MFR reference report: 1627487-2019-03794.

Event description:
Device 1 of 2: MFR reference report: 1627487-2019-03794. It was reported that the patient had inadequate relief from the system due to lead migration after a fall. As a result, the leads were explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.